Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was found in eight (8) exactamix inlets. The reporter described the pm as "particles and lint" located on the outer packaging, within the inlet, or on the connectors. The issues were identified prior patient use. There was no patient involvement. No additional information is available.